Event description:
At about 1 year and 5 months from the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised head and liner only, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 dec 2024. Lot 2214463: (B)(4) items manufactured and released on 03-nov-2022. Expiration date: 2027-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.